Manufacturer narrative:
This report is being amended to reflect changes in sections. A patient history review indicated that the surgery was delayed approximately 45 minutes in order to retrieve the fractured tip of the drill; however no other harm or injury was reported. The returned drill was confirmed to be fractured. The tip fractured completely off separated from the drill and was returned as well. There are heavy wear marks near the broken end of the drill indicating previous effective use of the drill. The product was conforming to print specifications at where measured, see attached technical evaluation. The device history records were reviewed and the records indicated that the device met specifications at the time of manufacture. The drill had a potential field age of approximately 2 years and 7 months at the time of incident with an unknown usage history. The package inserts included with these instruments has instructions for use. Some of the relevant instructions included in these inserts are "end of life is normally determined by wear and damage due to use. Do not use cutting/sharp instruments with dull or deformed edges or instruments/provisionals that are deformed, corroded, damaged or worn. They may not perform as intended. Do not subject instruments to high loads and/or impact as breakage can occur." It is likely that the drill became dull and sustained wear marks as a result of normal wear (also observed on the returned part) during the instrument's field life. The drill can fracture if overloading occurs during use. The root cause of the fracture cannot be determined with certainty with the information available.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the drill broke approximately two centimeters from the tip while the surgeon was drilling during surgery. The broken tip was able to be retrieved from the patient.